Event description:
It was reported by the patient that this right ventricular lead was relocated in a heart surgery procedure. It was also noted that the patient experienced shortness of breath. According to the patient the physician believed everything is working well. Boston scientific technical services (ts) referred the patient to the cardiologist. Information from the field was not able to confirm if a revision for this lead was performed. This lead remains in service. No additional adverse patient effects were reported.